Event description:
Caller reported that device's display screen was partially black. Caller indicated that blood glucose glucose was elevated (400mg/dl). Caller indicated that the cause of the elevated blood glucose was the partial display.